Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot #b201575 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reported that she disclosed that her blood glucose (bg) reading read hi on her bg meter. She denied symptoms of hyperglycemia and said she did not check for ketones. The patient said that she removed the cartridge; she noticed that the cartridge was empty with the plunger in the expected position and the pump showed that there were 78 units left also as expected. The patient stated that she was puzzled as to the disappearance of the insulin, because the cartridge compartment appeared to be dry. She confirmed that she filled the cartridge one day prior to this event and successfully removed any air bubbles. She confirmed that she did not manipulate the cartridge since it was loaded. The patient noted that her bg was within normal limits last night and this morning. She said that she replaced the cartridge, he bg decreased to 500 mg/dl, and she is still asymptomatic. The patient refused to review the pump for other possible causes of the bg excursion and said that she is certain that the reason for the elevation was the empty cartridge. Customer support contacted the patient about two hours later; the patient reported that her bg was 207 mg/dl after she delivered correction doses via the pump according to her health care professional's advice.